Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had erosions at the implant site. The physician was concerned about an infection happening because the ipg was so superficial. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.